Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd alaris¿ smartsite¿ texium¿ secondary set had the components separate. The following information was provided by the initial reporter: " the medication rituximab spilt on staff and floor in our infusion suite."

Manufacturer narrative:
H6: investigation summary a complaint of tubing leaking was received from the customer. Two samples were returned for investigation. Through visual inspection the customer complaint was confirmed. The drip chamber had separated from the tubing. No damage was seen at the connection site. No solvent was observed at the connection site. A device history record review for model 10013364t lot number 21069692 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect is a lack of solvent at the drip chamber and tubing connection site. Due to an increase in incidents of this failure mode, a trend for this separation issue has been identified for this product line, a CAPA (corrective action preventative action) 3974230 has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h10.

Event description:
It was reported that bd alaris¿ smartsite¿ texium¿ secondary set had the components separate. The following information was provided by the initial reporter: " the medication rituximab spilt on staff and floor in our infusion suite."